Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, on the fifth firing of the instrument, it was reported the firing trigger was jammed and would not fire. Did not cut or staple. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Damaged crimp. Evaluation summary: the analysis showed that the instrument was received with the anvil closed and the flex neck extended from the tube due to a non-conforming crimp. A cartridge was received loaded on the device, unfired and with the spring cartridge lockout normal. The flex neck was pushed manually to its place and a test cartridge was loaded into the instrument and tested for functionality; the instrument fired all the staples as intended, however the anvil did not opened as the flex neck extended after attempting to release the anvil. Although there is not conclusion to how the crimp got loose, it should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the mfg process.